Manufacturer narrative:
Device evaluation: one device was received for investigation. During the visual inspection, the device was found to be in good condition. The visual/functional testing found that the lcd has liquid crystal leakage. The root cause was found to be damage to the lcd screen. The pcb was replaced. The DHR review indicated that the device passed all functional tests and the lcd display was legible with no sign of damage or ink leakage per calibration and packaging check list. There was no discrepancy or rework recorded on the reported device.

Manufacturer narrative:
Date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the lcd has fluid in it.